Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the service history log revealed the device had been serviced within the last 12 months. The current reported symptom does not appear as a repeat symptom within the past 12 months, however the ultrasonic sensor was replaced during the last servicing. Review of the prior service record indicates that all service actions were performed during the last return. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line alarms which were not reproduced. A review of the event history log identified multiple air in line alarms. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. A review of the service history log revealed the device had been serviced within the last 12 months. The current reported symptom does not appear as a repeat symptom within the past 12 months, however the ultrasonic sensor was replaced during the last servicing. Review of the prior service record indicates that all service actions were performed during the last return. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.